Manufacturer narrative:
Additional information: h6 and h11: h11: the actual device was not available: however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed the product after use (wet) with the product label and the lot information. The barcode is not visible. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a polyflux 170h was observed to be broken and leaked from an unspecified location during priming. There was no patient involvement. No additional information is available.